Manufacturer narrative:
Concomitant product(s): product ID: 3986a, lot# n364020, implanted: (B)(6) 2013, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3986a, lot# n341291, implanted: (B)(6) 2013, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The patient reported that she was getting shocks in her brain that were "horrendous." It suddenly started occurring for the past 5 days ago on (B)(6) 2015. It was occurring multiple times daily. There were no falls or trauma that could be related to this issue. The patient did not have a healthcare provider (hcp) and was searching for hcps in the area. It was noted that the patient was implanted for trigeminal neuralgia, non-malignant pain, and other non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the circumstance that led to the event was that the patient had no insurance coverage for one year. The patient did not qualify for any government assistance. Therefore, she could not have the device checked. The patient made multiple calls to a corporation volunteering to self pay. The representatives denied her request saying that the patient had to have a neurosurgeon refer her and provide a doctor's order. As steps taken to resolve the issue, manufacturer's representative evaluated the patient's internal and external devices and then calibrated both.